Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: a visual inspection was conducted and there were signs of physical damage, the device had a hole in the array. Functional testing was conducted, the disposable was not able to pass the cia test, and the width dial was providing inaccurate readings. Hence, the complaint can be confirmed. This observation will be monitored and trended.

Event description:
It was reported that on september 7th a novasure procedure was performed and during the procedure they went through 2 defective devices that would not deploy inside the patient. A thirs device was opened and used to complete the procedure. On october 17th,2023, one of the devices was investigated and it was found a hole in the array. No additional information available.

Manufacturer narrative:
Hologic discovered a hole in the array during the investigation of the device, but could not confirm if the device had been activated inside the patient. Multiple attempts were made to obtain additional information but were not answered. With the information available this case has been assessed as not reportable. If additional information is received the complaint will be reopened accordingly.